Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an off no power alert and had high blood glucose. The customer¿s blood glucose level was 356 mg/dl. The customer did not receive a low battery alert prior to the off no power alert. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer declined troubleshoot for high blood glucose. The customer was to monitor pump. The insulin pump will not be returned for analysis.